Event description:
Using a guideliner, it was reported that the device would not cross the heavily calcified and heavily tortuous right coronary artery. During clean-up at the backtable, there appeared to be pieces of polymer/plastic on the stent that looked like "fishing line". It was confirmed that there was nothing in the patient and there was no patient effect. Although no resistance was reported upon removal of the device back through the guideliner, it is possible that the material could have come from it. The procedure was completed with four xience v stents. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Thin and thick clear fibers were observed wrapped around the proximal stent struts, thus confirming the reported contamination. Chemical lab analysis revealed that the thin clear fibers were similar to the representative types of cellulose fibers, but could not determine the origin. The thick clear fibers closely resembled ptfe (polytetrafluoroethylene) which is widely used and therefore could come from many sources including but not limited to the guiding catheter, guideliner, any other tools or table top material that the stent may have come in contact with after the procedure. Based on visual, dimensional, and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.